Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. After a sphincterotomy was performed, the wire guide was left in place and a cook fusion quattro extraction balloon was advanced over the wire guide. The physician tried pushing the balloon into the bile duct and the coating at the distal end of the wire guide began to strip off onto the balloon. As to not lose access, the physician advanced the balloon catheter as far as the wire guide would allow and attempted to inflate the balloon and perform sweeps. The sweeps were unsuccessful and the devices were removed. No section of the device detached and became free inside the patient. The procedure was completed with another device of the same type. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurence. According to the initial reporter, the patient did not experience any adverse affects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 14cm from the distal end is a 1cm section of exposed core wire. The coating has roller upon itself towards the distal end. The wire guide was returned with the damaged section advanced into a fusion quattro extraction balloon (fs-qeb-a) extraction balloon. The extraction balloon was examined and measure. No anomaly was found. The balloon measure within specification. No part of either device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied ot the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.